Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using the same fingerstick. The rptr's results were 70, 124 and 158 mg/dl. The rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the rptr checks rptr's test strip confirmation dot for enough blood, has no problem with insertion of strip. The rptr stated using new strips, a control solution test was in range. No harm was alleged.